Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. Clinical review revealed there was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s bilateral inguinal hernias.

Event description:
A peritoneal dialysis patient called technical services as he was having above average drain pain. During follow-up with the patient's; nurse reported he had recently had hernia surgery. The nurse could not confirm whether or not the hernias pre-existed the start of peritoneal dialysis treatments. The pdrn confirmed that the patient began treatment in (B)(6) 2016. The surgery was elective and the patient has recovered as expected and has been completing all treatments. The following is from medical records received from the patient&#62688;treatment facility. The patient presented to the hospital on (B)(6) 2016 with complaints of bilateral groin pain. The pain was sharp, stabbing, and located in the patient's groins. The pain was exacerbated by activity. The patient had an open repair of bilateral inguinal hernias with mesh on (B)(6) 2016.